Event description:
Physical therapist placed electrodes connected to e-stim device over the pt's left knee area. Once the machine was turned on, the therapist smelled smoke and immediately turned off the device and disconnected the unit from the pt. The pt did not sustain any injury. There were no changes to the skin nor did the pt complain of any pain. The facility's bio-medical department performed an inspection that revealed "smoke" being generated by this device immediately when it was turned on.